Event description:
It was reported that during implant attempt, after the lead was repositioned several times, the helix of the lead would no longer extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis. The helix was found to be disengaged from the helical channel. The distal conductor was found to have blood/body fluid (not obstructed), and blood was also found in/on the helix/lobe mechanism and the mechanism (sleeve head). There was a tip seal observation. The device is part of the advisory for this model.